Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient developed a post-operative infection at the implant site. Subsequently, the patient was administered with IV antibiotics on (B)(6) 2016. The implanted device remains.